Event description:
It was reported that pump display was frozen during use and that this occurred twice, causing customer to lose trust in pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed by technical support, but issue persisted, so customer switched to multiple daily injections as backup therapy.